Event description:
Info received indicated that when the brakes were activated, the head end casters would swivel.

Manufacturer narrative:
The hill-rom technician replaced the head end casters and the bed functioned to specifications.